Event description:
Customer called to report high blood glucose levels of over 600 mg/dl. Customer's current blood glucose reading was 462 mg/dl. Customer expressed the following symptoms of high blood glucose which included nausea, headaches, and thirst. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).